Event description:
The customer reported the ventilator was intermittently operating on ac power. The customer reported the ventilator was in use, there was no patient harm, and the ventilator alarmed to specification. During evaluation, the respironics service technician reported finding the connector on the power cord was shorting intermittently. The service technician replaced the power cord to correct the problem. Extended self testing (est) was performed and the unit passed per specifications.